Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device are unknown. No information has been received to date.

Event description:
It was reported the pump has high pressure alarm. No patient injury reported.

Manufacturer narrative:
H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
Additional information received via email and attached in complaint: the high-pressure alarm did not occur during patient use; however it did occur during the preventative maintenance checks and service performed annually for our clinic and so was alleviated through changing out the line-set with a new consumable event problem and evaluation codes: updates not required., correction: model number: 6500 correction: device manufacturing date: 04-apr-2018.